Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl. Customer treated high blood glucose with manual injections and declined troubleshooting for the same. Customer requests assistance with programming the pump. The insulin pump will not be returned for analysis.